Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: the top of the keypad was peeling. The audio bolus button cover was missing; therefore, the button could not be tested. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. It was reported that the audio bolus button was damaged/peeled and subsequently became unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.